Event description:
It was reported that on (B)(6) 2011 the patient presented to the surgeon for consultation. The surgeon diagnosed severe spinal stenosis and recommended immediate surgery. The patient underwent an epidural steroid injection on (B)(6) 2011. On (B)(6) 2011, the patient presented for followup. On (B)(6) 2011, the patient underwent surgery consisting of laminectomy and foraminotomy. The patient was discharged on (B)(6) 2011. Reportedly, the patient "could barely walk or function" when he was discharged. Post-op, the patient did not improve, his pain was more extreme and he gained no relief from the surgery. The patient reported to the surgeon that he was experiencing different and new pain, felt worse, and was having radiating pain and numbness, and partial paralysis symptoms in his left leg. On (B)(6) 2012, the patient was unable to walk, and presented to the ER with unbearable pain. The patient was admitted and x-rays were performed. Physician consult informed the patient that his "vertebrate had been weakened and a slippage of the spine had now occurred. Both the left and right l5 nerves were being compressed." A revision surgery was scheduled for (B)(6) 2012. The patient presented for followup on (B)(6) 2012. On (B)(6) 2012, a corrective, revision surgery was performed, and the patient can now walk with the assistance of a cane. The patient continues to have numbness and loss of control of his right leg and is in constant pain. Emg indicated permanent damage to the right l5 nerve. On (B)(6) 2012, the patient had a spinal cord stimulator implanted, and remains on pain medication. On (B)(6) 2013, the patient was admitted to the hospital with increased pain and right leg paralysis. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracicrods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.